Manufacturer narrative:
Patient¿s sex as not provided. Patient weight was not provided. Approximate age of device ¿ 10 months (calculated from when the device was provided to the implanting center). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that while in clinic a system controller history interrogation performed by the hospital clinician revealed a no external power alarm on (B)(6) 2018 at 05:26am. The patient did not recall accidently unplugging the lvad. Technical services reviewed the submitted log files, and confirmed the no external power which appeared to have occurred while the lvad was connected to the mobile power unit (mpu). This may have been caused by a week connection with the mpu ac power cord. There was no loss in support to the patient during the no external power event.

Manufacturer narrative:
The reported event of a no external power alarm can be confirmed based on the information recorded in the log file provided by the customer. The log file contained events recorded from february 28 to april 9, 2018. The information recorded on march 17 revealed low battery hazard and no external power alarms. The associated voltage levels suggested that the alarms occurred when the system controller was powered by a mobile power unit (mpu) and the power to the mpu was lost. The pump support was not affected and the system was supported by the backup battery during the event. The device was not returned for evaluation. Heartmate ii lvas IFU and patient handbook, under alarms and troubleshooting, describes all alarms (visual and audible) and what action should be performed when they do occur. This includes the no external power alarm. To resolve alarm, immediately connect the system controller power cables to a working power source (functioning power module or two fully-charged heartmate 14 volt lithium-ion batteries) and call your hospital contact immediately if connecting to power does not resolve the alarm. Heartmate ii lvas IFU and patient handbook, both of which cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.